Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4574, implantable pacing lead, (B)(6) 2011; 4194, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that patient's relative called to report the device battery was very low and had few months left. Follow up confirmed that the patient was being monitored closely for device battery life. It was noted that there was high thresholds on all three of the patient's leads and the device had dramatically decreased in voltage. The customer suspects a lead exit block relating to this issue. The device and leads remain in use. No patient complications have been reported as a result of this event.